Event description:
It was reported that a spectrum infusion pump falsely alarmed upstream occlusion. It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom false upstream occlusion alarms, determined to be caused by a failed ultrasonic sensor with low ultrasonic readings. The failed ultrasonic sensor was replaced.